Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a right side rupture, "pain and swelling, enlarged lymph node gland," "a lump," and "concerned." Device has been explanted.

Event description:
Patient representative further reported capsular contracture, baker grade unknown and "increased risk of alcl."

Manufacturer narrative:
Continued h6 -- health effect - impact code: f2201. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture, enlarged lymph nodes, pain, a lump, concern about the product, and swelling. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture, "pain and swelling, enlarged lymph node gland," "a lump," and "concerned." Device remains implanted.